Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer had a 8100 device which was reading IV set error. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/03/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of 8100 with IV set error could not be confirmed; no product or device logs were returned for investigation. The reported issue of 8100 with IV set error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer had a 8100 device which was reading IV set error. There was no patient involvement.